Event description:
It was reported by service report that the calf support arm will not lock into position. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Latch abduction. Ring gear abduction.